Event description:
It was reported that on (B)(6) 2023, a 10mm by 8mm amplatzer duct occluder was selected for implantation using a 6f amplatzer torqvue delivery system. During the procedure, during deployment, it was decided that the device was too large for patient anatomy. When it was attempted to removed the device from patient anatomy, it was found that the device would not retract back into the delivery system. The delivery system was then carefully retracted from patient anatomy with the device sticking out of the end. The device was replaced with an 8mm by 6mm amplatzer duct occluder using a new 6f amplatzer torqvue delivery system with the same lot number. There were no reported patient consequences. The patient is reported to be stable. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of difficulty retrieving the amplatzer duct occluder back into the delivery sheath could not be confirmed. The delivery sheath was found to be damaged when examined upon return to abbott. The sheath was grossly examined, and the tip was noted to be deformed when analyzed at abbott under non-physiological conditions. The device met dimensional and functional testing despite the damage noted to the sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. No other complaints were reported on this lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 10mm by 8mm amplatzer duct occluder was selected for implantation using a 6f amplatzer torqvue delivery system. During the procedure, during deployment, it was decided that the device was too large for patient anatomy. When it was attempted to removed the device from patient anatomy, it was found that the device would not retract back into the delivery system. The delivery system was then carefully retracted from patient anatomy with the device sticking out of the end. The device was replaced with an 8mm by 6mm amplatzer duct occluder using a new 6f amplatzer torqvue delivery system with the same lot number. There were no reported patient consequences. The patient is reported to be stable. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.